Manufacturer narrative:
A review of the device¿s serial number history revealed no similar complaints. The free flow clamp was disassembled and cleaned. Subsequently, the device functioned as intended. The complaint was confirmed; however, the probable cause remains undetermined. The occlusion failure was identified and corrected during servicing performed by a third-party service provider. Reference to complaint#: (B)(4).

Event description:
Intuvie received a report from right way medical indicating that, during preventive maintenance (pm), the free flow clamp was found stuck in the open position due to fluid ingress. No patient involvement was reported.